Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Bg cause was unknown. A correction injection was delivered to address bg. The customer then declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.